Manufacturer narrative:
Correction: to h6 codes, and report type should be "malfunction" not serious injury. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department for an unrelated condition. Upon device interrogation stored episodes of that the right ventricular lead noise were observed. The patient was not pacing dependent, and no interventions were reported. The patient was recovering in stable condition.